Event description:
A physician reported that during intraocular lens implantation, a complication happened upon delivery of lens into the eye, lens was removed and backup lens implanted. Additional information was received stating the injector suddenly gave way upon injection of the lens. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Only the used lens was returned. The lens was returned positioned incorrectly in the base of the #78(iw) lens case. The lid of the lens case was not returned. The lens case was placed into an opened, folded and stapled closed lens peel pouch inside the carton. Solution was dried on the lens. One haptic was bent in the gusset area. The optic was cut into two pieces, typical in appearance to damage from insertion and removal. One optic portion was split (still attached). No other damage was observed. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated.the root cause cannot be determined for the reported complaint of "injector suddenly gave way upon injection of the lens". Only the used lens was returned. The lens was cut into pieces, typical of an insertion and removal. The device with the plunger was not returned for an evaluation. It is unknown if adequate viscoelastic was used in the device. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override/underride the lens.the plunger position in relation to the optic and haptics during advancement cannot be determined. The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The manufacturer internal reference number is: (B)(4).